Manufacturer narrative:
Block h6: impact code f1001 is being used to capture the reportable issue of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a lithovue flexscope was used during a ureteroscopy procedure performed on (B)(6) 2023. During procedure, urologist was unable to advance scope. He dilated ureter with dual lumen and inner stylet of 11/13. He placed a stent after scope was unable to advance and the procedure was cancelled/rescheduled. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.